Event description:
It was reported that during a laparoscopic sigma procedure, leakage occurred. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good condition. Upon evaluation of each device, the duckbills were found to be slightly open at slit. A leak test was performed and each device was noted to leak during inserting and removing the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. No incident related to the reported event was observed during the batch record review.